Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). Product family: scs-lead fixation upn: m365sc43180. Model: sc-4318. Serial: n/a. Batch: 24214473.

Event description:
It was reported that the patients spinal cord stimulation (scs) was not providing relief. The patient underwent an scs system explant procedure. The explanted device components will not be returned as they were kept by the facility.